Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a follow-up. It was noted that there is a high impedance on right ventricular lead. The right ventricular lead with the issue was explanted and replaced. The patient was recovering

Event description:
New information received on 05 feb 2020, indicates that the lead also had high thresholds.